Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range. The boston scientific technical services (ts) discussed that this was a gradual rise indicative of mineralization and recommended to discuss with clinician that if rise continues, need to consider a command synch shock. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, a second alert for out of range shock impedances was recorded. The field representative stated that the patient came to the clinic for a defibrillation threshold (dft) test. The dft was performed after a commanded shock. The commanded shock exhibited an impedance of 95 ohms and successful dft with 83 ohms impedance. The patient rv lead will continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range. The boston scientific technical services (ts) discussed that this was a gradual rise indicative of mineralization and recommended to discuss with clinician that if rise continues, need to consider a command synchronize shock. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range. The boston scientific technical services (ts) discussed that this was a gradual rise indicative of mineralization and recommended to discuss with clinician that if rise continues, need to consider a command synch shock. Additional information was received which indicated that, a second alert for out of range shock impedances was recorded. The field representative stated that the patient came to the clinic for a defibrillation threshold (dft) test. The dft was performed after a commanded shock. The commanded shock exhibited an impedance of 95 ohms and successful dft with 83 ohms impedance. The patient rv lead will continue to be monitored. Additional information was received which indicated that, a third alert for out of range shock impedances was recorded. The technical services (ts) indicated that based on the trend a revision procedure is recommended. This rv lead remains in service. No additional adverse patient effects were reported.